Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an unknown phone with an unknown operating system. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "a loss of consciousness, trembling, sweating, and unable to move." As a result, the patient received third-party treatment of orange juice and glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The customer reported that scan error messages showing with the freestyle librelink application. It was able to successfully scan and receive glucose readings using a similar device configuration and was not able to reproduce the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with samsung galaxy s10, os 12, app version 2.8.4.9335. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "a loss of consciousness, trembling, sweating, and unable to move." As a result, the patient received third-party treatment of orange juice and glucose. There was no report of death or permanent impairment associated with this event.